Event description:
The customer's mother reported a button error. The blood glucose reading was not known. Prior to the event, the customer was playing ball. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. All the buttons function properly. However moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.